Event description:
Affiliate reported that the catheter fell into the abdomen and fluid has accumulated in the abdomen.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.